Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened and/or the device being connected to was compromised thus resulting in the reported difficulties; however cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation and use of the indeflator device, the housing of the device was leaking. When attempting to pressurize the indeflator, it would reach a certain pressure (6 atmospheres) and then it would lose pressure as if it were leaking or sucking air. The bottom of the device was leaking. There were no adverse patient effects and there was no clinically significant delay in the procedure. A new indeflator was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.